Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the delivered tidal volume was not correct. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. The o2 gas module regulates the inspiratory oxygen gas flow to the patient. The reported incorrectly delivered tidal volume was reproduced during simulated use test of the returned o2 gas module in a reference ventilator. The deviation was caused by a nozzle unit and a delta pressure transducer in the o2 gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. No device logs have been received.

Event description:
Manufacturer ref. #:(B)(4).